Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver a correction bolus after being requested. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer was ultimately able to deliver the correction bolus successfully and continued to use the pump for insulin therapy.